Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intracta ble pain of the trunk and limbs. It was reported that the patient was having trouble turning on the pain stimulation. He turned the dial both ways and it still wasn't working.